Event description:
Event description guidant received information that the patient with these leads fell down the stairs, unrelated to the pacing system. The patient experienced phrenic nerve stimulation after the fall. An x-ray showed atrial and ventricular lead dislodgement.